Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when they were sitting their symptoms somehow improve, but when they were active like when they were outdoors driving they had leakage running down their leg and dripping all over the floor. The patient added they needed to use a lot of depends and pads. The patient mentioned they visited their healthcare provider (hcp) and had their ins program changed. The patient also added they their hcp advised to turn off the therapy for a week and turned back on after. The agent reviewed and walked the patient through in adjusting the therapy and advise the patient to monitor their symptoms. The agent advised to consult their healthcare provider to further address the issue and if symptoms persisted. The patient shared they have a pre existing artificial sphincter. The patient was not sure if it was affecting their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.